Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a keypad anomaly. Customer¿s blood glucose value was unknown. Customer stated that the b button was hard to operate. Customer was advised to observe time clock for one minute to verify if the time was advance times. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. Customer was advised to replace the insulin pump due to damage. The insulin pump will not return for the analysis.